Event description:
Patient reported that at the end of the their infusion they hear a loud crack and the freedom pump will not wind back. Patient stated they were able to complete their full infusion and is due again (B)(6) 2025. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if medical doctor is aware. Dose/amount: hizentra 20% prefilled syringe - 12gm. Did patient miss a dose or have an interruption to therapy? - unknown did adverse event(s) result due to product issue? - unknown did pharmacy replace device? - yes, is device associated with event available for return? - unknown.